Event description:
Customer's mother reported a button error alarm on the insulin pump. Customer's current blood glucose reading is 293 mg/dl. No further information reported.

Manufacturer narrative:
No button error alarm noted. Intermittent button response due to moisture damage and keypad traces. Scratched lcd window, cracked display window corners, cracked battery tube threads and a cracked reservoir tube lip.